Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported that during pre-surgery testing, it was observed that the handpiece device and the compact speed reducer device were not spinning while in use together. It was reported that there were no delays in the surgical procedure and spare devices were available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gear box was locked up with no rotation. Therefore, the reported condition was confirmed. It was determined that cleaning, sterilization, and/or maintenance procedures were not followed as per directions for use. The assignable root cause was determined to be due to user error, abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.